Event description:
It was reported that the patient's devices that were implanted did not work and were removed. See also MFR. Rep. # 6000032-2012-00142.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4). Implanted: 2001-(B)(6), product type extension product ID 3888-28, lot# j0110910v, implanted: 2001-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the "surgery took place more than ten years ago." The implantable neurostimulator was implanted to ease pain in the patient's leg and foot. It was stated that the patient did not receive "any abatement" to their pain. No additional information was reported.